Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced problems as the device was not working correctly. A surgical procedure was performed where it was found that there was a crack in the cuff tubing; therefore, the cuff was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff was microscopically inspected and was identified to have folds. Cuff passed leakage test. Based on the information available and analysis results, the cause that led to the reported clinical observations of mechanical problem and hole/perforated could not be confirmed. D4 unique identifier (UDI) for pump: (B)(6). D4 unique identifier (UDI) for balloon: (B)(6).

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced problems as the device was not working correctly. A surgical procedure was performed where it was found that there was a crack in the cuff tubing; therefore, the cuff was removed and replaced. There were no patient complications reported.